Event description:
It was reported a catheter revision/check was done on the day of the report to check for intrathecal placement of the catheter due to lack of therapy. It was noted that at the time of the revision, the catheter was thought to be a ¿vascular¿ catheter. Device trouble shooting was discussed regarding revision kits and the hcp chose to proceed. The catheter was not fractured as the hcp had suspected but rather had pulled off of the pin joining the two catheter segments. Per the reporter it was definitely the larger diameter catheter and the hcp was able to rejoin the segments by suturing the segments to the pin; ¿this old catheter didn't use boots to cover¿. It was noted that no new product was needed. The pump was used to deliver morphine. Additional information later reported it was an older model catheter and that was why the diameter was different. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).